Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during sewing of the device pocket at implant, this pacemaker exhibited pacing inhibition and oversensing of intermittent noisy signals on the right ventricular (rv) channel. The physician disconnected and re inserted the rv lead into the header of this device, but noise was still present. Consequently, the device was removed, and a different one was implanted. The procedure was completed successfully as the reported observations were no longer present. No adverse patient effects were reported. The attempted device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during sewing of the device pocket at implant, this pacemaker exhibited pacing inhibition and oversensing of intermittent noisy signals on the right ventricular (rv) channel. The physician disconnected and re inserted the rv lead into the header of this device, but noise was still present. Consequently, the device was removed and a different one was implanted. The procedure was completed successfully as the reported observations were no longer present. No adverse patient effects were reported. The attempted device is expected to be returned for analysis.